Manufacturer narrative:
Eval results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B) (6) 2008. It was reported on (B) (6) 2009 that neither the charging system nor the pt programmer would locate or communicate with the ipg. The pt had been in and out of the hospital for general health reasons and had a CT scan, an upper gi series, and x-rays. She has not had any weight loss/gain since the implant. The pt turned off her system while she was in the hospital but then was unable to turn it back on again. Attempts at communication using additional chargers and programmers were made without success. The physician replaced the ipg on (B) (6) 2010 and returned it to ans for eval. No further info if available.